Manufacturer narrative:
Product complaint # (B)(4). (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the vector clinical trial, an (B)(6)-year-old female (subject (B)(6)) experienced a second stroke during the endovascular mechanical thrombectomy procedure and consequently expired. A 5x33 embotrap ii (et007533/20b030av) revascularization device was used during the procedure. It was stated that this event was not linked to the device, but that the site reported it because of the clinical trial. The device is not available for evaluation. No further information was provided at the time of complaint initiation.

Manufacturer narrative:
Product complaint # (B)(4). Sections updated on this medwatch report: a3, a4, b2, b5, b6, d4, g3, g6, h2, h4, h6, h10 and h11. Section b5: additional information received from the clinical site on (B)(6)2020 indicated that the patient presented with an occlusion of the right carotid artery. The patient¿s alberta stroke program early CT score (aspects) was a 10. By random selection, the patient was placed in treatment of sent plus aspiration. The endovascular mechanical thrombectomy procedure took place on (B)(6)2020. Per the doctor, the procedure was easy and fast with no complications. The final/end of procedure mtici score was 3 (complete perfusion). Full recanalization of the right middle cerebral artery (mca) was achieved. The physician reported that there were no complications with the device and the scans post procedure revealed good results. Unfortunately, the patient suffered an infarction at the level of the right anterior choroidal artery, which is most likely responsible for the worsening of the patient¿s symptoms. The patient ultimately passed away on (B)(6)2020. The doctor indicated that it was an ¿internal error¿ that caused the patient¿s demise. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported via the vector clinical trial, an 85-year-old female (subject (B)(6)) experienced a second stroke during the endovascular mechanical thrombectomy procedure and consequently expired. A 5x33 embotrap ii (et007533/20b030av) revascularization device was used during the procedure. It was stated that this event was not linked to the device, but that the site reported it because of the clinical trial. Additional information received from the clinical site on (B)(6) 2020 indicated that the patient presented with an occlusion of the right carotid artery. The patient¿s alberta stroke program early CT score (aspects) was a 10. By random selection, the patient was placed in treatment of sent plus aspiration. The endovascular mechanical thrombectomy procedure took place on (B)(6) 2020. Per the doctor, the procedure was easy and fast with no complications. The final/end of procedure mtici score was 3 (complete perfusion). Full recanalization of the right middle cerebral artery (mca) was achieved. The physician reported that there were no complications with the device and the scans post procedure revealed good results. Unfortunately, the patient suffered an infarction at the level of the right anterior choroidal artery, which is most likely responsible for the worsening of the patient¿s symptoms. The patient ultimately passed away on (B)(6) 2020.the doctor indicated that it was an ¿internal error¿ that caused the patient¿s demise. The device was not returned for analysis and therefore no further investigation can be performed at this time. A review of the manufacturing documentation associated with lot number 20b030av presented no issues during the manufacturing or inspection process that can be related to the reported event. Stroke and death are known potential complications associated with endovascular mechanical thrombectomy and are listed in the embotrap instructions for use (IFU) as such. With the limited information provided, it is not possible to determine the root cause of the stroke; however, there are patient, procedural, and pharmacological factors that may have contributed to the reported event. The physician specifically reports that there were no complications with the embotrap device and the scans post procedure revealed good results. Yet, the patient suffered an infarction at the level of the right anterior choroidal artery, which is most likely responsible for the worsening of the patient¿s symptoms. The doctor indicated that it was an ¿internal error¿ that caused the patient¿s demise. The anterior choroidal artery originates typically from the most distal portion of the ica but may rarely arise from the middle cerebral artery. It is unlikely that the event is related to the device and it is more likely procedure related. In summary, we cannot conclude based on the information provided that it was absolutely not device related. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. B2: date of death is (B)(6)2020.